Event description:
It was reported that during a procedure, the device did not fire correctly, the clips came out but did not close on the tissue. A second device was used to complete the case. There were no patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.